Event description:
Determined to be reportable based on analysis completed on 10/25/2006. It was reported that during a coronary drug eluting stenting treatment procedure, there was difficulty crossing the lesion. The lesion was located in the proximal left circumflex. The details of the lesion are unknown. The 2.75x32mm taxus liberte drug eluting stent was unable to cross the lesion. The procedure was completed with another of the same device. The patient status is satisfactory and good with no complications reported. However, device analysis indicates stent damage.

Manufacturer narrative:
Visual and microscopic examination of the stent revealed damage to the proximal end. Some of the stent struts were bent back distally. No kinks or damage were noted along the shaft of the device. The balloon and tip profiles were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. The recommended size guidewire was inserted through the guidewire lumen with no restrictions noted. A review of the manufacturing record for this batch shows that the device met its material, assembly and product specifications at the time of its release to distribution. The root cause cannot be determined.